Event description:
It was reported that this pacemaker is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device has been explanted and a new device implanted at the same surgical procedure. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further additional pertinent information be provided.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further additional pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. This behavior appears consistent with a capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The remaining battery level has been reduced in a short period of time. This device remains in service. No adverse patient effects were reported.